Event description:
It was reported that the lead was implanted across the atrial septum in order to provide left ventricular pacing in a procedure similar to the (B)(6) study, even though the patient was not enrolled in (B)(6). A few months following implant, the lead exhibited no capture and was found to have dislodged. The lead was unable to be repositioned, and was explanted and not replaced. The physician noticed a discoloration within the lumen of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix.